Manufacturer narrative:
Additional information section: b.3, d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient will reportedly undergo revision surgery for technology upgrade. Revision surgery is scheduled.